Manufacturer narrative:
The investigation found the customer¿s calibration was marginal and the qc detected an issue with the reagent pack. It was recommended the customer tighten the qc range and follow calibration/qc procedures on the package insert. The customer performed a manual calibration on the reagent pack and repeated qc with the new range. The qc is now within a 2sd range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable tina-quant hemoglobin a1c gen.3 result for one patient sample with the cobas pro c503 module. The initial result was 6.7%. This result was reported outside of the laboratory and questioned by the doctor. The repeated result was 5.98%. This result was deemed correct. The reagent lot number was 514398. The expiration date was requested but not provided.